Event description:
Customer smelled smoke, and saw that the wf-10 had caught fire while the unit was charging. Customer unplugged unit and moved it to the garage. Customer was using waterpik charging cable and usb brick. No additive use, charger seems in good condition. No one was hurt and property was undamaged. Unit was requested back, and customer was offered and accepted a wp-580.